Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer cannot recall their blood glucose reading. The insulin pump fell and exposed to moisture. The insulin pump went blank after moisture exposure. Customer used new battery, but the display did not return. The insulin pump not working. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Device received with corroded motor home switch and cracked case corner of the belt clip rails near the battery compartment.